Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse was able to confirm errors 710 z1 axis and 708 x1 axis via the error log. Fse verified the sample needle is straight and verified the needle alignment at the loader. Fse also found z1 axis mechanism was dirty and cleaned and lubricated the z1 axis mechanism. Fse verified the sample needle operation by running patient samples with the tube caps on. Flag 43 was set correctly and quality controls (qc) were acceptable. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 08-jul-2017 through aware date (B)(6) 2018. There was one (1) similar complaint identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error operation error in x1-axis inspect x1-axis. If this error occurs, the countermeasure is to execute sl. Rotate. 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to a dirty z mechanism.

Event description:
A customer reported getting 710 z1-axis and 708 x1 axis error messages on the g8 instrument. The customer was able to complete a sample reset and the rack rotated. However, when the customer started a run, they received the 710 z1 axis error message on the second sample. The customer stated that the needle puncture mark appeared to be off to the side. The customer did not have a replacement needle and did not feel confident to replace it. Upon follow up, the customer reported that they ran two racks with the caps off and did not receive an error. The customer indicated that the sample probe was not centered and hits the back of the tube. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.